Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a patient receiving fentanyl (50 mcg/ml, 25.041 mcg/day) and bupivacaine (30 mg/ml, 15.024 mg/day) via an implantable pump for spinal pain. Additional information was received from the patient's new managing physician (hcp) on (B)(6) 2018. The patient recently moved and was having a hard time finding someone to fill their pump for three months. The patient was wondering if the beeping could be stopped. The patient reported there was no drug in their pump. The patient reported their pain level was "up to 10 or more an it is crippling". The patient indicated they had an appointment with an hcp on (B)(6) 2018. The patient reported the pump was beeping starting 2 days ago and that their pump was empty starting 4 days ago. Clarification was attempted, but the patient was just spitting out dates. Additional information was received from their hcp that indicated the patient moved and did not establish care in time before their pump emptied. The alarm occurring was confirmed to be an empty pump alarm through interrogation. The hcp reported at the patient supplemented withdrawal symptoms with oral medication and that the pump went empty approximately "a week ago". In addition to the drug dosing, the patient had a personal therapy manager (ptm) with total bolus doses per day of 34.671 mcg for fentanyl and 20.80 mg of bupivacaine. The hcp indicated that they intend to fill the pump in one week when they had the medication supplies to do so. The hcp also planned on cutting the patient's dose in half.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.